Event description:
The rptr stated that when the pump alarmed air-in-cassette, the rn noted that the drip chamber was full and suspected a non-infusion was in progress. The rn removed the cassette and manipulated it to remove a small air bubble. She was then unable to prime the set or restart the flow. There was no pt injury. The peripheral IV line remained patent.